Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? Ans: no adverse consequences was noted. Photo analysis summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the picture shows a paper cover with the product code 8526 and a needle with apparently detached needle could be observed, the image is not clear to determine the failure mode. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The suture detached from the needle swage after multiple passes. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/18/2023 h6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: I took note from ecm there is an update to the product investigation for (B)(4) where the physical product analysis is added. However, I would like to highlight as per my email below, the 8526h sample is actually not for this complaint (B)(4) - the correct pc# for the sample is (B)(4). As such, may I request your end to amend the pi accordingly? - (B)(4) ((B)(4)): as per note (B)(4), the sample is not for this pc#. Hence, kindly remove the product return analysis from the product investigation. - (B)(4) ((B)(4)): as per note (B)(4), the sample is for this pc#. Hence, kindly add the product return analysis (as above) to (B)(4). Please let me know if you require further clarification on the above. Many thanks and apologies for the inconvenience caused. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one detached needle, and one needle-suture piece along one paper lid that pertained to product code 8526h were returned for analysis. The product code is double-armed. In order to evaluate the conditions of the returned needle-suture piece, no needle pull was observed. The swage and attachment area were noted to be as expected. The suture piece was observed with the end cut. After further evaluation crimping marks were observed on the surface suture possibly caused by a surgical instrument. As per returned conditions of the sample, no functional test was performed. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected, and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.